Event description:
It was reported that there was a catheter leak noted on x-ray. During revision surgery, the catheter was found to be broken. No patient symptoms or outcome were reported. The pump contained gabapentin.

Manufacturer narrative:
Results - used for the catheter.